Manufacturer narrative:
Updated fields - b4, d9(return to manufacture), e4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that after looking a fault logs the internal communication error can be traced to pressure leak in drive manifold assembly also observed a fault code #124 along with system failure boot up. The fse found drive assembly to have a pressure leak and replaced the item. The pim was also replaced and 30psi transducers were calibrated. The repair was completed and unit passed all functional and safety checks as per manufacturing specifications. Failure analysis and testing (fat) department wayne, nj: sr 07 oct 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) asco drive manifold assy, this part was received with a reported unit failure message of fails pressure leak test and fault code# 124. Installed drive manifold assy into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and passed within the factory specifications. The fat dept, could not verified the failure message of fails pressure leak test and, fault code# 124. Drive manifold assy, passed testing. Retaining drive manifold assy, in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
It was reported that the before use cardiosave intra-aortic balloon pump (iabp) had internal communications error. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.